Manufacturer narrative:
According to the customer, "the brushes are shedding and leaving the bristles and other debris in his stoma. They have had to cleanlittle bristles out of his stoma so he does not ingest them. She opened 3 of them. All 3 had the same issue". There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "the brushes are shedding and leaving the bristles and other debris in his stoma. They have had to clean little bristles out of his stoma so he does not ingest them."